Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A review of manufacturing device history records found no discrepancies or anomalies that could result in the reported issue. Based on the available information the complaint could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a otolaryngologist gave a patient a bedside tracheostomy, and after the endotracheal cannula was placed, the catheter balloon leaks and cannot be used. It was immediately replace with a new tracheostomy tube. There has been no report of patient injury.

Manufacturer narrative:
Adverse event and product problem and h1 - serious injury.